Manufacturer narrative:
(B)(4).

Event description:
One inpact admiral paclitaxel-eluting pta balloon catheter was used during a previously reported tvr of the right sfa (r1). Approximately 11 months post index procedure arterio sclerosis obliterans with total occlusion of the right sfa was reported. The target lesion was treated with pta ballooning. Medication was also provided. Outcome is resolved.

Manufacturer narrative:
This inpact admiral paclitaxel-eluting pta balloon catheter was not used during treatment of a tvr of the right sfa.